Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 630 mg/dl. Prior to the event, the customer was having breakfast and received a no delivery alarm. The customer went shopping, and was not feeling well. The customer checked her blood glucose, and the reading was above 600 mg/dl. The customer checked her infusion set, and noticed that insulin was leaking at the insertion site. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. The customer felt uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.